Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: returned product consisted of a guidezilla guide extension catheter and an nc quantum apex balloon catheter. Microscopic examination revealed a partial separation at the collar/proximal shaft location. Microscopic and tactile examination found no irregularities or defects on the distal shaft and ptfe. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-08131. Reportable based on analysis completed on 10/29/2015. It was reported that a catheter kink occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal left circumflex artery (lcx). A guidezilla guide extension catheter was inserted through a 6f mach1 guide catheter; however, the collar of the guide extension catheter was kinked. Furthermore, a 12mm x 2.25mm nc quantum apex balloon catheter was advanced to the target lesion but during the first inflation, the balloon could not be inflated at all. The procedure was completed with another device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed a partial separation of the collar/proximal shaft.